Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the moderately tortuous, heavily calcified and 92% stenosed anatomy. However, the investigation determined a conclusive cause for the reported stent break/fracture cannot be determined. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, death is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo, 92% stenosed lesion in the proximal left anterior descending artery. Pre-dilatation was performed and the xience prime crossed to the lesion with slight resistance but was deployed at the target lesion. There was a stent fracture due to the heavy calcification but the stent was not in two pieces. The patient was transferred to the cardiac care unit with a cardiac arrest and cardiopulmonary resuscitation was administered; however, the patient died. No additional information was provided.